Event description:
Complainant alleged that during a routine shift check of the product, the device would either not charge or discharge. The complainant has been unable to provide additional details regarding the reported event. The complainant indicated that there was no pt involvement in the reported failure.